Manufacturer narrative:
Additional information h3, h6 and h10: additional information d10, h3, h6 and h10: baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported speaker damage which was reproduced. Visual inspection determined to be a loose speaker and no audio. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a low or no audio from the speaker. There was no patient involvement. No additional information is available.